Event description:
During the tunneling between the adapter and the implantable neuro stimulator, an obturator was inserted into the tunneling tool. The obturator broke inside the tool. The surgeon replaced the tunneling tool with a new one, and completed the implant procedure. It was noted that there was no health hazard to the pt.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.